Event description:
On (B)(6) 2012, the patient underwent cervical surgery where the surgeon "replaced 3 discs" in the neck. Post-op, the patient had headaches and pain in the neck and his right hand was numb. On b)(6) 2012, the patient underwent the first of a 2-stage procedure in the low back. Reportedly, the surgeon removed "garbage" during the surgery. The patient was given laxatives in the hospital and was discharged. After returning home, the patient fell 5 times in attempts to get to the bathroom on time. The patient presented back to the hospital because of the falls. On b)(6) 2012, the patient underwent the second stage of the procedure, where the surgeon was to remove old hardware and put in new hardware higher up than the old hardware. Post-op the patient reported numbness in the tailbone, buttocks, and pain shooting down into the right leg. The patient had x-ray imaging done, and presented to the physician on b)(6) 2013. The patient was referred to a pain specialist. The patient continues to have his symptoms the patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.